Event description:
The report received from the patient/initial reporter through the medical affairs department indicated that the patient had a palmaz schatz stent implanted in the left iliac artery during the index procedure and had a procedure scheduled subsequently for palmaz schatz stent placement in the right iliac artery which was performed approximately one month later. Three (3) months after implantation, both stents were reported to have been blocked/"clogged up" and the physician recommended bypass surgery. The patient refused surgery and no treatment was provided. The event remains ongoing.

Manufacturer narrative:
Consumer called after seeing an advertisement on tv regarding "faulty stents" and reported adverse events. Consumer had a palmaz schatz stent placed in the left iliac artery for unknown reasons. One month later, consumer had a scheduled hospitalization for placement of a palmaz schatz stent in the right iliac artery for unknown reasons. Consumer reported that 3 months later, both stents "clogged up and closed up." Consumer reported that the physician suggested "bypass surgery" however, consumer refused and no further treatment was provided. The patient's medical history includes: cad, smoking, and pneumonia. The products were not returned for analysis. (B)(4): a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 121802 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. In-stent restenosis (isr) is associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process, it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Vessel occlusion, restenosis, intimal hyperplasia or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the IFU as such. Isr is more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intra-stent pta or placement of a second stent. Factors that may have influenced this event include patient, procedural, pharmacological and lesion. This is one of two products used for the same patient. Please reference MFR. Report # 1016427-2012-00085 and #1016427-2012-00086.

Manufacturer narrative:
Please note that the date of the initial implantation provided was 1999/day and month unknown. The date is being reported as (B)(6) 1999. The second stent date of implantation is being captured as (B)(6) 1999. The date of the adverse event reported is being captured as (B)(6) 1999. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of two products used for the same patient. Please reference MFR. Report # 1016427-2012-00085 and #1016427-2012-00086.